Event description:
Air embolism during atrial fibrillation ablation. Possible medical device failure of pressure infusion. Per dr. There are reports of this type of failure of this medical device. The physician expressed that they are "confident the event in question is related to the pressurized bag attached to the ablation catheter having run out of fluid." The provider indicated that they believe the previous iterations of the catheter were self-regulating and that the equipment did not fail, but they questioned if safeguards could be implemented.